Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip would not fire and got stuck on the sterile adaptor. The clip applier instrument would not release except for use with the instrument release key (irk). The procedure was completed. Follow-up was performed with the reporter and additional information was obtained. The issue occurred while clipping the cystic duct. The surgeon tried to fire and would not clip. It would then not come off the sterile adaptor therefore used the irk to release. They used a backup instrument to complete the procedure without issue. No harm or impact to the patient. No patient demographics obtained. The instrument was set for return to isi for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken chassis below the lever. The broken piece was not returned, measuring roughly 0.579¿ x 0.283¿ in size. Components adjacent to this broken chassis do not show damage. Additionally, the instrument was found to have a broken luer plate. Pieces of the luer plate is broken where it attaches to the chassis. The pieces were returned with the instrument and found inside the housing. The complaint was confirmed by failure analysis.